Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia and the report said that it found the printed circuit board failure, omsc surmised there was the possibility this phenomenon was attributed to the accidental failure occurring by the component deterioration on the printed circuit board of the subject device due to the long-term repeated use since 2013 when the subject device was manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed the followings were found during the maintenance by olympus (B)(4). The subject device didn't work when it was connected with the evis exera ii series endoscopes its printed circuit board failure was found at the incoming inspection for the repair, olympus (B)(4) could duplicate the reported phenomenon which the printed circuit board failure of the subject device made the image failure. Also there was dust built up inside of the subject device. The other detailed information was not provided. There was no report of patient injury associated with this event.